Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 48 mg/dl and food was consumed to address bg. Customer reported to have delivered a carbohydrate correction bolus and subsequently, did not consume enough carbohydrates. As event occurred in the past, recommendation was made by tandem technical support for customer to discuss event with a healthcare provider.